Event description:
It was reported that a small volume infusor leaked from an unknown location during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between april 10, 2014 and april 11, 2014. Evaluation summary: baxter received the unit for evaluation. Visual inspection noted fluid inside the package that contained the unit. When the unit was removed from the package, the cause of fluid inside the package was visually identified to be untightened blue winged luer cap. A functional leak test was performed. After filling the unit, the blue winged luer cap was hand tightened and no signs of leak were observed at the blue winged luer cap. The unit met product specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.